Event description:
A patient in france was undergoing a dialysis treatment which included a polyflux 210h dialyzer. Approximately one hour into treatment the patient developed hypotension (bp 66/48) and angina pectoris. Treatment was discontinued and restarted with a different type of dialyzer; the patient's bp increased to 119/76 mmhg.